Manufacturer narrative:
Samples were collected in li heparin tube and centrifuged for 6 minutes at 3600 rpm. Qc resulted within specifications on the day of the event. System check performed in 2009 met specifications. A field service engineer (fse) was on-site eleven days later. Fse noted dirty aspirate probes tips and found dried wash buffer in the wash carousel, and corrected these. Fse performed preventive maintenance (pm). All verification testing passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access® 2 immunoassay system. Five patient samples were tested for accutni and gave results in the range of 0.60-2.33ng/ml. The samples were tested on a different instrument the next day and gave results in the range of 0.00-0.07ng/ml. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.